Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported there was phrenic nerve/diaphragmatic stimulation from the right atrial lead. The lead was reprogrammed and remains in use. It was further reported there was high thresholds observed on the right ventricular lead. The lead was noted to have had high thresholds from implant. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.